Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the condyle is dislocated and the surgeon will be performing a revision surgery to replace the device.

Manufacturer narrative:
This is a duplicate and has already been reported under MFR report # 0002031049-2024-00012.

Event description:
It was reported that the condyle is dislocated and the surgeon will be performing a revision surgery to replace the device.